Event description:
During attempted explant due to normal battery depletion, the left ventricular (lv) lead could not be removed from the header of the device. The set screw in the device header could not be unscrewed. The lv lead and device were explanted. The device was successfully replaced. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of set screw anomaly was confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the left ventricular set screw was stripped and contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.